Event description:
The hospital performed a blood glucose comparison. The lab result was 140mg/dl and the device reading was 480mg/dl. No treatment was given based on reading. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.